Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The button on the insulin pump was not working properly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed self-test and displacement test. However, unit was received with intermittent response from all buttons due to corroded keypad traces. Unit was received with corroded electronic assemblies, corroded motor home switch and corroded battery tube. Unit was received with minor scratches on case, pillowing keypad overlay, cracked retainer, stained serial number label, cracked battery tube threads and minor scratches on lcd window.